Event description:
Immediately upon implantation of the tvt mesh, I experienced excessive bleeding, vaginal discharge, extreme pain in the vagina and groin, extreme pain in the left thigh that radiated down the leg, buttock pain, and these symptoms led to a limp and difficulty walking. I also had a constant burning and throbbing sensation on my inner thigh areas and groin. I had a "charley horse" feeling in the obturator muscle of the left thigh. I had shooting pain down the left leg upon rotation or adduction of the leg. I experienced extreme pain with any attempt at sexual intercourse and intercourse resulted in painful muscle spasms in the groin and upper thigh. I have been told that I have permanent nerve damage and most likely will be in pain for the rest of my life. I have been unable to return to work since the implantation date of (B)(6) 2009 and I am uncertain at this point if I will be able to return to work. I was told that this simple, 20 minute procedure would significantly improve my stress urinary incontinence and that I may experience some discomfort for a few days to a week. However, this product has destroyed my quality of life. I was shocked this product was approved under the 501k process and it should be withdrawn from use. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: sui stress urinary incontinence. Event abated after use: no.